Event description:
During insertion, the cuff came off inside. Upon investigation, the cuff could not be located.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rewe0359 showed no other similar product complaint(s) from this lot number.